Event description:
The following has been reported by customer: at beginning, when turning 'on' the pump. Air/installation set alarm, ongoing unable to remove alarm quickly. Takes more than 10min to clear alarm sometimes. And sometimes I just switch pump to start perfusions. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of documents. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event could not be reproduced. As per provided quality control certificate, no dysfunction of the device could be found. According to provided repairs information, the reported event could not be reproduced and all functionnal tests were compliant as per quality control. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.